Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of no directional arrows was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no directional arrows occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion